Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 15.2 mmol/l and the sensor glucose was 3.1 mmol/l at the time of the incident. The sensor glucose value that triggered the suspend event was 3.1 mmol/l and suspend on low limit in sensor settings was suspended on low. The customer was advised that the sensor needs to be replaced. The sensor will not be returned for analysis.